Event description:
It was reported prior to using bd vacutainer® edta 2k that one (1) tube had defective molding of the hemogard closure. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary bd received 1 sample and 4 photos for investigation. The photos were reviewed and the customer¿s indicated failure mode for defective hemogard molding was observed. Additionally, the customer sample was evaluated by visual examination and the indicated failure mode for defective hemogard molding with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode defective hemogard molding. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® edta 2k that one (1) tube had defective molding of the hemogard closure. There was no health impact or consequence reported.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.